Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter zip code exceeded maximum allowable digits, zip code is as follows: hx1 5er.

Event description:
The customer reported the machine cuts out completely and then turns back on. Our client needs continuous monitoring so this is not adequate. There are no error messages. No patient impact or consequences were reported.